Manufacturer narrative:
Section d4, h3: corrected data. Manufacturer's investigation conclusion: the product was returned from the customer and an evaluation was requested. The returned 14v battery clip (lot # 143110) was tested together with laboratory test equipment. The system operated solely on each test battery/battery clip with a routine power cable disconnect alarm. No functional issue was identified. Visual inspection did not reveal any significant visual observations. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01236; 2916596-2020-01237; 2916596-2020-01238. It was reported that 4 battery clips have been sent in for analysis for unknown reason.